Event description:
During coil embolization difficulty was experienced to detach #8 coil. This unit was removed from the microcatheter (mc) without difficulty. The dcs syringe used for #8 coil had only been used for one previous coil detachment. The dcs syringe was exchanged for a new one and additional coils were placed to complete the procedure. The product was inspected prior to use. There was no report of patient injury.